Manufacturer narrative:
The unit passed the displacement test. The unit alarmed compromised force sensor system during the basic occlusion test due to a protruded and loose drive support disk. The unit had a broken battery cap, a cracked case at the display window corners, a minor scratched lcd window, a scratched reservoir tube window, a broken belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's sister called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer also stated that the battery cap was damaged. The customer's blood glucose level was 400 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.